Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2018, the patient started having back pain. On (B)(6) 2018, it was reported the patient was crying because of the pain and they could not turn their ins on. It was noted that on february (B)(6) 2018, the patient fell but they did not fall on their device; they fall all the time. After the fall, the patient was trying to use their programmer to turn on their ins and it showed a message of end replacement indicator (eri). During the call, they re-synced with the ins, got a poor communication screen, which was then followed by an end of service (eos) code. Information was reviewed regarding the typical time between eri and eos. They were redirected to the patient's doctor to address the eos and discuss replacement surgery. It was noted there was dissatisfaction with the ins longevity. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient experienced the back pain years before they were implanted with their ins. The patient's back pain had not been resolved and had gotten worse. The patient reported that their ins only lasted six months. No further complications reported.